Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021 during an unknown procedure, two (2) items were defective. One (1) depth gauge for locking screw and one (1) 5.00mm flexible shaft were broken. There were no fragments generated. There was an unknown amount of surgical delay. The procedure was successfully completed. Concomitant device reported: unknown triple sleeves (part# unknown, lot# unknown, quantity# unknown). This report is for one (1) depth gauge for locking screws to 100mm for im nails. This is report 1 of 2 for (B)(4).